Manufacturer narrative:
The pod was received with the soft cannula deployed. The exposed end of the soft cannula was observed to be stretched with the length measuring out of specification. The time and cause of this damage could not be determined. The pod data showed no errors that would indicate any issues to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no leaks being found. No problem was found regarding the reported leaking during wear event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 17.6 mmol/l (316.8 mg/dl). The pod was leaking insulin while worn on the abdomen between 37 and 48 hours. As treatment, a new pod was placed.

Manufacturer narrative:
See h2 and h3 for correction.